Manufacturer narrative:
(B)(4).

Event description:
Procedure type: pancreas. According to the reporter: the customer reports that during a pancreatectomy, the devices did not cut and did not staple. A different device was used. There was unanticipated tissue loss but no tissue damage as a result of this problem. There was no bleeding reported in excess of 500cc. The surgical time was not extended by more than 30 minutes. No reinforcement material was used in conjunction with the stapling device.